Event description:
It was reported that during a left bundle pacing system implant, atrial dislodgement and high rv capture thresholds-unipolar and bipolar were observed. The physician decided to replace the system with a crt system. There was no malfunction of any of the leads or devices. The patient was stable. Related manufacturer reference number: 2017865-2023-00833.

Event description:
New information notes that high thresholds were due to the position of the lead. The physician moved the rv lead to a septal position and got a good threshold. The rv lead was reused.